Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be determined. Per the IFU, pericardial effusion is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following a cyro balloon ablation to isolate the pulmonary veins the tacticath was inserted into the left atrium via the placed sheath. While the superior aspect of the left atrium was ablated the catheter was noted to be outside of the virtual model. No increased force was observed at this time. The patient became hypotensive and intracardiac echocardiography confirmed an effusion. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.